Event description:
It was reported that prior to a device changeout procedure, the pulse generator was found to be operating in backup vvi mode. The patient was asymptomatic. The device was explanted and replaced as planned.